Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was 147 mg/dl. Customer stated that when he put in a new battery and it read that. Customer stated that there are no cracks around the battery compartment and advised that we will ship out replacement battery cap.